Manufacturer narrative:
Block a1: meshc-20211006-49867f20. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block b11: correction to fields a2, b2, b5, h6 (patient, impact codes)

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6)2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; other pain (pain down the arms (whilst septic)); difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on (B)(6)2020 the patient underwent further surgery regarding the advantage fit implant for the following purpose: admitted to hospital with blood poisoning - (B)(6)2020 - (B)(6)2020. The patient experienced vomiting, temps, pain all over body, in particular down arms - required catheter and antibiotics to treat the infection in the body - delirium. On (B)(6)2020 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy & division of tvt sling - release excision & division of mid urethral sling. On (B)(6)2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: hysteroscopy & polypectomy. Nonsurgical treatments: on (B)(6)2020 the patient commenced psychological medication for: professional attention for purpose of providing psychological assessment & therapy for a mental disorder. On (B)(6)2020 the patient underwent 6 monthly assessment - scheduled neuropsych assessment for purpose: assessment of confusion, memory loss, hyperactive delirium, hypertension etc, as a result of urosepsis from original procedure on (B)(6)2019. Follow up app on (B)(6)2020 and then (B)(6)2021. Treatment duration: treatment for diagnosis of vascular dementia & alzheimer's disease, heightened by onset of delirium from blood poisoning/anaesthetic. On december 9, 2020 the patient commenced psychological medication for: professional attention for purpose of providing psychological assessment & therapy for a mental disorder. On (B)(6)2021 the patient underwent 4 hour assessment for purpose: comprehensive cognitive testing to delineate underlying cognitive deficits.. Treatment duration: neuropsychological assessment. On (B)(6)2021 the patient commenced fortnightly calls with gp so patient has someone to talk to, due to: patient's son committed suicide (B)(6)2021, aged 43. He could not deal with patient's cognitive decline post being septic and the ongoing stress it caused the family. Treatment duration: fortnightly phone call.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; oth pain (pain down the arms (whilst septic)); diff bowel; rec incont; aggrav incont; psych. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the advantage fit implant for the following purpose: admitted to hurstville private with blood poisoning - (B)(6) 2020 - (B)(6) 2020, (vomiting, temps, pain all over body, in particular down arms - required catheter and antibiotics to treat the infection in the body - delirium. On (B)(6) "1920" the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy & division of tvt sling - release excision & division of mid urethral sling. On (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: hysteroscopy & polypetomy. Nonsurgical treatments: on (B)(6) 2020 the patient commenced psychological medication for the treatment of: professional attention for purpose of providing psychological assessment & therapy for a mental disorder. On (B)(6) 2020 the patient commenced other for the treatment of: assessment of confusion, memory loss, hyperactive delirium, hypertension etc, as a result of urosepsis from original procedure on (B)(6) 2019! Follow up app on (B)(6) 2020 and then (B)(6) 2021. Treatment duration: treatment for diagnosis of vascular dementia & alzheimer's disease, heightened by onset of delirium from blood poisoning/anaesthetic. On (B)(6) 2020 the patient commenced psychological medication for the treatment of: professional attention for purpose of providing psychological assessment & therapy for a mental disorder. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: comprehensive cognitive testing to delineate underlying cognitive deficits.. Treatment duration: neuropsychological assessment. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: (B)(6) son (B)(6) date, committed suicide on (B)(6) 2021, aged (B)(6). He could not deal with (B)(6) cognitive decline post being septic and the ongoing stress it caused the family. Treatment duration: fortnightly phone call.